Manufacturer narrative:
The physician is not alleging a device malfunction caused or contributed to the patient injury. The physician is alleging the tif procedure caused or contributed to the patient's injury. The physician did confirm that the placement of the endoclips were medically necessary and the patient was hospitalized. The returned device was evaluated by endogastric solutions. The retractor system functioned as intended. A review of manufacturing records for the product lot indicate no manufacturing non-conformances were written for this product lot. No root cause has been identified for the noted failure. This is being reported due to patient adverse event and intervention that was medically necessary to preclude permanent damage to a bodily function or structure.

Event description:
During a tif procedure, the customer engaged the helix into the tissue following normal tif protocol but the helix pulled out of the tissue. The customer was engaging the helix into a large blood blot on the lip of the gej. The blood clot was washed off the gej and a hole was seen in the lip of the gej. The procedure was stopped and 8 endoclips were placed on the gej to treat the hole and associated bleeding.